Manufacturer narrative:
Unable to prime during the prime test due to a cracked end cap. The drive support disk was inspected and no anomaly was noted. Unable to perform the occlusion test due to the prime anomaly. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 595 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they banged the insulin pump against the drawer and the device delivered insulin to the customer. Customer reports the drive support cap is sticking out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.